Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 46 mg/dl. Customer had low blood glucose and stated that he thinks his pump is giving him too much insulin. Customer treated with glucose tablets.